Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The proximal body anchor is still attached to the device. The device doesn't appear to be functioned. The distal tip is broken from the distal plug. A functional evaluation revealed the device actuators could function as intended. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the material found there are requirements for conformance and a certificate of material analysis is required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arcr procedure, the healicoil distal anchor broke when it was being inserted into the bone hole and adjusting the alignment. The procedure was successfully completed using a competitor device, a delay of 20 minutes was reported. No other complications were reported.